Manufacturer narrative:
(B)(4). H6 device code(s) 3191: patient was unable to identify device issue therefore a more specific code could not be selected. H6 device code(s) 4316: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
The complaint states that a sensor stopped working was reported. The sensor was inserted into the abdomen on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.